Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was inserted into the left atrium and the catheter was advanced into the sheath. The sheath was then aspirated and air entered into the sheath through the valve. Multiple attempts at aspiration were made and the air was introduced via the valve every time. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.